Event description:
This report summarizes 2 malfunction events. A review of the events indicated that model mc1820 biopsy instrument experienced both self-activation and failure to obtain samples. These reports were received from various sources. Of the 2 events, both involved patients with no reported injury. One event involved a male patient (B)(6) years of age, weighing (B)(6) lbs, the patient information for the other event did not provide patient information.

Manufacturer narrative:
H10: for the 2 reported complaints, 1 lot number was provided, and 1 lot number was not provided. The sample were returned for evaluation. Of the 2 reported complaints, 1 device unconfirmed for self-activation and failure to obtain sample and 1 device investigation is confirmed for self-activation and not for failure to obtain sample. The device is labeled for single use.

Event description:
This report summarizes 2 malfunction events. A review of the events indicated that model mc1820 biopsy instrument allegedly experienced self-activation and failure to obtain samples. These reports were received from various sources. Of the 2 events, both involved patients with no reported injury. One event involved a male patient 90 years of age, weighing 183 lbs, the patient information for the other event did not provide patient information.